Event description:
It was reported that during insertion of this bio-anchor during a right bankart repair, the implant broke. The procedure was completed with insertion of one implant. There were no injuries reported with this event.

Manufacturer narrative:
Investigation results: the bio-anchor was received for investigation without the distal portion of the anchor and the reported problem was verified. A visual examination found the anchor broken with the observation of being twisted. The suture was still attached to the anchor. Per the information for use (IFU), breakage can occur if the pilot hole is not drilled to an adequate depth, with improper alignment of the anchor to the pilot hole, if the anchor is loose or non-secure on the driver, if the anchor inserter is used for prying or a twisting motion is applied during use. In addition, the IFU also informs the user that proper orientation and alignment of instruments is important during implantation of the bio-anchor to minimize possible breakage of the anchor.